Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a high carbohydrate meal and noticed she did not have a bolus when she checked the bolus history. Her blood glucose level was 411 mg/dl. Customer treated her high blood glucose level per bolus wizard. The insulin pump alarmed no delivery. She was having some issues with the infusion set. Her blood glucose level was not coming after treating her high blood glucose level. The device was not returned.